Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) medical center. Reporter is a j&j employee. Part: 03.804.701s, lot no: 82241034, release to warehouse date: 18 jan 2022, expiry date: 01 jan 2024, manufacturing site: (B)(4), supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l1) for the l1 vertebral body fracture on (B)(6) 2022. The fracture was an osteoporotic compression fracture. The pressure was higher than normal, and the left balloon ruptured. The surgeon re-created the route, and a new balloon was used. The surgery was completed successfully within 30 minutes delay. There was a possibility that insertion position was strong during creation of the insertion route, and the surgeon made insertion route where the left and right balloons interfered. No further information is available. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).